Event description:
It was reported that a patient never had therapeutic effect. It was reported that if the patient used ¿norco¿ he can sleep, otherwise he has pain, and a ¿boiling sensation in his back¿. It was stated that the patient wanted his implant removed and cited non-device related reasons. It was stated that the patient had not gone back to his healthcare professional (hcp) for programming. It was noted that the patient had financial obstacles to getting the device removed. Later it was reported that about 1 month after implant the patient felt strong pain in their back. The healthcare professional (hcp) did an x-ray and found that the lead in the back had moved lower. The manufacturing representative was notified 1 month after implant at/around the time of discovery. The patient reported that the location change bothered them and he did not feel good and could not sleep at night due to the pain. It felt like fire in his back. The patient believed that the pain was due to the lead movement. The patient took pills/narcotics but they did not help the patient sleep. The patient wanted the implantable neurostimulator (ins) removed because he did not have the money to have a revision and continue therapy. The patient had injections for the pain.

Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37092, lot# 299270001, implanted: (B)(6) 2011, product type: accessory. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 355531, lot# n307728, implanted: (B)(6) 2011, product type: screening device .product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).